Event description:
It was reported that this pacemaker experienced an implanted device fault, causing the device to enter safety mode. The patient was not pacemaker dependent and remained asymptomatic. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. This product investigation is still in progress. This report will be updated when product investigation is complete.